Manufacturer narrative:
MDR 2517506-2019-00056 also filed for the same event. The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed vancomycin(vanc) result was obtained on the dimension vista 500 system s/n (B)(4). Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Calibration and quality control data were within conformance. No process errors were observed at the time of the reported event. No instrument or maintenance was required and or reported. There is no evidence of a product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant depressed vancomycin (vanc) result was obtained upon repeat processing of a patient sample on the dimension vista 500 instrument s/n (B)(4). The discordant result was not reported to the physician(s). A new sample was drawn and processed the same day on the same instrument which confirmed the initial higher result. The initial correct result was reported. The discordant vanc result was not reported therefore, there were no reports of patient intervention or adverse health consequences due to the discordant vanc result.